Manufacturer narrative:
G4: 08may2020. B4: 21may2020. The customer did not authorize philips to repair their device. No work was performed on the ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event : (B)(6) 2020, date of report: 28jan2020.

Event description:
The customer reported a touchscreen fault. There was no patient involvement.